Event description:
This customer reported that they could not get a pads waveform in the AED mode. They switched to a different defibrillator to assess the pt. There was no adverse pt impact.

Manufacturer narrative:
This customer reported that they could not get a pads waveform in the AED mode. They switched to a different defibrillator to assess the pt. There was no adverse pt impact. The hospital biomedical engineer evaluated the device and cable and they passed all testing. No trouble was found. The device was returned to service. The biomed subsequently reported that there have not been any further problems with this defibrillator. Based on the customer's report, we are considering this a malfunction. We are unable to determine the cause of the reported symptom as it could not be reproduced.